Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the reported failure mode was reproduced on an engineering bench. The battery 2 lcd indicator was blinking (the blink pattern means malfunction). Battery 2 was replaced which resolved the failure alarm. Therefore, the root cause of the battery failure(red alarm) was due to single cell failure. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure that occurred with this device. There was no adverse impact to patient support indicated.